Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing or the cartridge tubing. During troubleshooting with tandem technical support, the customer disconnected and reconnected at the luer lock; however, a minimum fill notification occurred when going through the fill tubing process with approximately 290 units of insulin in the cartridge. Then, a cartridge change error message occurred when attempting to reload the cartridge. Blood glucose level was 302 mg/dl. A new cartridge was loaded successfully resolving the issues.